Manufacturer narrative:
Other, other text: h2: additional information: see a1, b5 and h6 (patient code). H3: one medfusion pump was received with a counterfeit top case and no visible contamination. The event history log was unable to be retrieved due to a blank screen. The power up process and an upload of information from the base unit(interconnect board) to top unit(main printed circuit board) by power point process were conducted. The reported issue was able to be duplicated. The information was unable to be uploaded. The issue was caused by the interconnect board (note: boot loader software downgraded to 1.0), but there was no visible contamination or damage found on it. The interconnect board and battery were replaced to resolve the issue.

Event description:
Additional information was received indicating that there was no patient involvement.

Event description:
Information was received indicating that a smiths medical medfusion pump exhibited a non-stop alarm and had power issues. No adverse effects were reported.